Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the customer is 121 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump. Customer report customer does not allege pump was under delivering. The customer also state that drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer state that they performed high pressure test and self test and customer was able to passed the test. The insulin pump will not be returned for analysis.